Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 6 of the ambient light sensor(u1). (B)(4).

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm during self test. The customer¿s blood glucose level was 220 mg/dl. The customer reported that she had been running self test on the insulin pump due to being high. The customer stated that they were able to clear the alarm and rewind the insulin pump. The customer performed the self test again and received the error again. The insulin pump was returned for analysis.